Manufacturer narrative:
(B) (4). Dissection; moderate to severe tortuosity throughout the thoracic aorta vessel.

Event description:
A talent stent graft system was implanted in a pt for the endovascular emergently for treatment of a thoracic aortic aneurysm. There was moderate to severe tortuosity throughout the thoracic aorta vessel. The stent graft was advanced and deployed in the thoracic arch for treatment of an aneurysm. It was reported during the deployment of the stent graft the thoracic aorta was dissected. The dissection was not treated and there is no plan to treat the pt. The pt and the pt's family requested no further intervention. The physician will monitor the pt. No additional clinical sequelae were reported and currently the pt is improving.